Event description:
Reporter indicated that a vns pt's devices were explanted due to vns therapy no longer being desired after the generator had reached end of service. The explanted devices were returned and an analysis was performed. An analysis of the lead revealed a stress induced fracture near the negative connector pin. There was no pitting present at the site of the break, but pitting was found at the negative connector pin. Analysis of the generator revealed no anomalies with its performance.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.